Manufacturer narrative:
After secondary review of the file performed on 24-nov-2020, mentor became aware that block d9: date device returned to manufacturer was incorrect, and that mentor had received additional event information that the right-sided implant was found to be intact upon explantation. The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, two (2) anomalies were observed on the posterior view of the device consistent with crease / fold. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4), block d9: date device returned to manufacturer updated from 04-nov-2020 to 05-nov-2020. Block h6:medical device problem code updated from material rupture (a0412) to adverse event without identified device or use problem (a24).

Manufacturer narrative:
Mentor received additional event information that the patient underwent replacement with 325cc mentor saline breast implants on 16-oct-2020. The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 325cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation of implants post-operatively. Deflation was diagnosed by mammogram. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the right-sided implant.